Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject product had feedback on dark image. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interference waves (universal cord malfunction caused) and the light guide bundle was slightly interrupted and weakened at the insertion point. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. Additionally, the most probable cause for interference waves (universal cord malfunction caused) is component failure of the universal cord and for the light guide bundle was slightly interrupted and weakened at the insertion point is component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.